Manufacturer narrative:
Review of the two possible lot number device history records for the brk needle confirmed the lots met manufacturning requirements prior to shipment; however, it is uncertain which lot is associated with introducer. Review of the two possible lot number device history records for the fast cath transseptal introducer, confirmed the lots met manufacturing requirements prior to shipment; however, it is uncertain which lot was associated with this brk needle. One transseptal needle was received fully inserted in the dilator/introducer assembly. A blood-like substance was visible on the returned needle. A slight bend was visible in the distal end of the needle. The distal end of the brk needle had perforated the inner wall of the dilator appoximately 1.5 inches for the distal end of the dilator. The distal was inserted into introducer without difficulty. The distal end of the dilator was cross-sectioned and opened; the inner wall was examined under a microscope, which revealed sciving in the inner wall of the dilator that lead to the perforation site. Microscopic examination of the distal end of the needle revealed no burns. The brk transseptal needle and fast cath transseptal introducer instructions for use (IFU) state that only those physicians who are specially trained in transseptal procedures should use these device. The ifus caution that carefully reading the instructions prior to use of this device, will help to reduce the potential dangers associated with transseptal technique, such as air emboli and/or perforation of the aorta and left atrium. The ifus also instruct the physician to use caution not to create excessive bends in the sheath/dilator assembly which may inhibit advancement of the transseptal needle and may result in inadvertent needle puncture of the dilator sheath assembly. The ifus also instruct the physician prior inserting the device into the patient, preassemble sheath and dilator, advance the needle, and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. The fast cath IFU states if resistance if met when advancing or withdrawing the guidewire or introducer, determine cause by fluoroscopy and correct before continuing with this procedure. Clinical practie references using the bing stylet with insertion of the needle assembly into the introducer, thereby, maintaining concentric placement of the bevel as the needle is advanced. Labeling changes to the brk IFU are being implemented to include the use of the bing stylet during needle insertion to reduce the likelihood of needle perforation through the sheath/dilator assembly. Based on the information provided, the cause of the needle perforation is uncertain; however, not using the bing stylet may have contributed to the reported needle perforation of the dilator. "Sciving" is a known occurrence; the physician is trained once the introducer/dilator assembly is placed in the patient, aspirate fully flush introducer/dilator assembly with a new syringe prior to placing the needle in the patient.

Event description:
It was reported during a transseptal procedure, the physician was using a st. Jude medical (sjm) fast cath swartz transseptal 8f sl1introducer; when inserting the brk1 needle, it punctured the dilator. When the needle was seen exiting the dilator under fluoroscopy; the physician removed the system. There were no consequences to the patient. The sjm introducer referred to was from lot number 1079447 or 1099963. The transseptal needle is from lot number 1076330 or 1073116.